Event description:
The facility representative reported an infusion pump that was set to deliver over 1 hr but supposedly infused over 35 mins during pt use. However, the alleged over-infusion could not be reproduced nor duplicated during biomed testing. The hospital representative stated that there were no reports of pt injury or medical intervention. No additional info is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the device be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional info becomes available.